Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and 6 hours later reported pain in both eyes. The patient's comments were of could not sleep not sleep post op. The patient had pain, burning sensation and discomfort. A bandage contact lens was placed flap to aid with comfort. It was stated that the patient had no a loss of best corrected visual acuity (bcva). The surgery center noted the flaps were centered, no abrasion, and visual acuity was good. The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018. Right eye pre-op 20/20 -3.50 x .00 x 90. Left eye pre-op 20/20 -3.75 x .00 x 90.